Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The fse confirmed the system check on the drive regulator did not pass. The issue was resolved by replacing one compressor, scroll (0119-00-0236). There was no patient involvement. The overall operation of the unit was tested.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) drive regulator calibrations did not pass. There was no patient involvement.